Manufacturer narrative:
Additional information was received. The following fields were updated: b.3. Date of event: 2020 oct 15. B5: describe event or problem: it was reported that the safety mechanism on the needle sftygld 25x5/8 rb detached during use and the user sustained a needle stick injury as a result. The following information was provided by the initial reporter: "staff member gave subcutaneous injection. Attempted to slide thumb to engage safety mechanism. Mechanism did not engage. Finger slipped and needle punctured skin of employee." D4. Medical device lot #: 9207608, d4. Medical device expiration date: 31jul2024, h4. Device manufacture date: 26jul2019.

Event description:
It was reported that the safety mechanism on the needle sftygld 25x5/8 rb detached during use and the user sustained a needle stick injury as a result. The following information was provided by the initial reporter: "staff member gave subcutaneous injection. Attempted to slide thumb to engage safety mechanism. Mechanism did not engage. Finger slipped and needle punctured skin of employee."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanism on the needle sftygld 25x5/8 rb detached during use and the user sustained a needle stick injury as a result. The following information was provided by the initial reporter: "a0501 - detachment of device or device component". "E2010 - needle stick/puncture".